Manufacturer narrative:
Unique device identifier (UDI): for type of device: guide wire.

Event description:
During peripheral procedure to right leg, small tip of wire broke and remained in patient's right foot. Patient has no complaints of discomfort. This occurred with the use of a wire that is meant to be used specifically with the csi device. After meeting with the test engineer from csi, it was determined that there is potential for the wire to break off, as with any other interventional wire. There was identification of specific strategies that the physician could employ to mitigate that potential. Our facility is reporting this incident because this is the second time in three months that we have seen this sort of issue with the wire associated with the csi product. The csi rep has been very receptive and responsive & our cath lab managers have worked together with the csi rep to determine whether this is a product issue, a user issue, etc. There has been discussion between the physician and the csi rep on how to prevent the wire from becoming too stressed at the tip, where the wire seems to be most fragile. According to the physician involved in the most recent incident, this has happened twice in approx. 100 cases for which he has been involved.

Event description:
During peripheral procedure to right leg, small tip of wire broke and remained in patient's right foot. Patient has no complaints of discomfort. This occurred with the use of a wire that is meant to be used specifically with the csi device. After meeting with the test engineer from csi, it was determined that there is potential for the wire to break off, as with any other interventional wire. There was identification of specific strategies that the physician could employ to mitigate that potential. Our facility is reporting this incident because this is the second time in three months that we have seen this sort of issue with the wire associated with the csi product. The csi rep has been very receptive and responsive and our cath lab managers have worked together with the csi rep to determine whether this is a product issue, a user issue, etc. There has been discussion between the physician and the csi rep on how to prevent the wire from becoming too stressed at the tip, where the wire seems to be most fragile. According to the physician involved in the most recent incident, this has happened twice in approx. 100 cases for which he has been involved.